Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit powered on with an unexpected open book image. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and j6/j7 connectors. Isolate to electronic stack. P-cap locked in place properly during testing. Unit was received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and scratched case in summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Open book image due to corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1886l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1886l and insulin pump was retuned for analysis.